Event description:
It was reported that this male peritoneal dialysis (pd) patient went into cardiac arrest while in treatment utilizing the liberty select cycler on (B)(6) 2026. The patient reportedly passed away on (B)(6) 2026. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on the liberty select cycler on (B)(6) 2026 when he went into cardiac arrest. 911 was called. Emergency medical services (ems) transported the patient to the hospital. The patient was admitted to the intensive care unit (ICU). It was confirmed there were no reported issues with the cycler or the patient¿s treatment prior to the event. It could not be confirmed if the patient was completing pd or hemodialysis during the hospitalization. On (B)(6) 2026 the decision was made to withdraw the patient from all care and place the patient in hospice. The patient subsequently passed away on (B)(6) 2026. The official cause of death is unknown. The hospitalization and death are not related to pd therapy or the use of any fresenius device, drug, or other product.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of cardiac arrest with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. ¿patients with ckd exhibit a pronounced risk for cardiovascular events: 50% of all patients with ckd stage 4 to 5 have cvd, and cardiovascular mortality accounts for ¿40% to 50% of all deaths in patients with advanced ckd (stage 4) as well as end-stage kidney disease (stage 5), compared with 26% in controls with normal kidney function.¿ (jankowski et al, 2021) the patient was admitted to the ICU after the cardiac arrest event and subsequently withdrawn from dialysis and placed in hospice until death. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest. The patient had been withdrawn from dialysis prior to death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.